Manufacturer narrative:
The report is related to the following linked patient identifier: (B)(6). This report has been submitted by the importer under this MDR report number-2429304-2024-00216 the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal cover fell off the duodenovideoscope during an unknown therapeutic procedure and it was retrieved. No patient harm reported. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Event description:
The reported event occurred at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure. No delay in the procedure due to the device malfunction. The intended procedure was completed with the subject device. The subject device fell off into the patient¿s stomach and retrieved by forceps intraoperatively through a trochar in the abdomen (via direct visualization). The patient was under general anesthesia. The patient did not experience any adverse effects or complications and the patient's current health is fine. The customer reported that the patient¿s outcome was reported to be no harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation past investigation results, it is likely the suggested event occurred due to one of the following mechanisms. - distal cover was not properly attached. - friction stress, such as twisting, pushing, pulling the device in body cavity and/or stress by contacting with mouthpiece, etc. Were applied to the distal cover during the procedure. However, a specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: - operation manual chapter 4 section 4.1 states detection methods. - operation manual chapter 3 section 3.5 states preventive measures. Olympus will continue to monitor field performance for this device.